Event description:
Update 03/13/2018 translated medical records received. Upon review of the translated medical records, surgical notes from 01 feb 2018, report metallosis, both femoral and tibial implants, each featuring a sleeve, were easy to remove without any noticeable bone loss. The tibial stem broke below the sleeve and the tibial shaft along the neck. The explanted femoral component did not exhibit any residual bone tissue, though there was a lot of cement residue, as much as 2 cm on the medial condyle. The posterior pe sleeve of the explanted prosthesis exhibited wear, which indicates contact with cement and a possible ¿lift¿ effect. The tibial tuberosity exhibited complete bone loss and the femoral condyles were almost completely gone. While attempting to reconstruct the tibial with an mbt, tibial and universal stem, it was apparent that the bone quality was insufficient due to bone loss and multiple, barely visible fractures, which were then secured with cerclage wires.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of s-rom-noiles knee prosthesis because of fracture of unidentified metal part. Doi: (B)(6) 2012 alio loco, dor: (B)(6) 2018.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correcting that were previously left blank. Should have been (B)(6) 2018.